Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 71-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The medical history shared was inclusive of a cardiac arrest and being on inotropes and vasopressors, but no other comorbidities were shared. On the day of implant there was a loss of pulses observed by the staff after admit to the ICU post cardiac catheterization lab placement of the pump. The team had injected contrast prior to leaving the lab and flow was noted down the leg. While in the ICU the leg became mottled and the team made decision to place external bypass to perfuse the limb. The team did reveal there was peripheral arterial disease and high pressor dosing which may have contributed to the limb ischemia. The pump was successfully weaned and explanted after two days of support. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors and underlying peripheral disease.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e4 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.